Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed that no previous service events were related to the reported condition. An event history log review was performed. The reported problem was not duplicated during sample analysis. A returned instrument testing evaluation safety analyzer test was performed and the device passed. A returned instrument testing evaluation functional test was performed and the therapy monitored volume failed performance specification. An accuracy confirmation test was performed and the device failed to meet volumetric accuracy specifications. The cycler remote toolbox software was used to diagnose the device pneumatic system and all pressures were correct and stable. An internal/external inspection was performed and no problems were revealed. A more detailed inspection of the door assembly was performed revealing a cracked door piston and deteriorated piston foam. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam and cracked door piston. The piston foam and piston were to be scrapped and the device was sent for servicing. A CAPA has been opened to address this issue. The device was repaired and returned to the user. Should additional relevant information become available, a supplemental report will be submitted.